Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller stated that the stimulator was removed in 2015 or 2016 which was a year or two after patient was implanted due to possible infection. Caller stated leads remain implanted.